Manufacturer narrative:
Investigation: bd received 1 shelf pack of unused physical samples in original blister packaging for investigation. 30 of the samples were evaluated by visual examination and functional testing and the indicated failure mode for sliced tubing and leakage with the incident lot was observed with 1 sample failing the functional testing and 7 samples failing the visual testing for damaged tubing. Additionally, 100 retention samples from bd inventory were evaluated by visual examination and functional testing and, 3 out of 100 retention samples were found to have a nick in the tubing. 30 samples including the 3 with the nick were subjected to functional testing and no failures were observed as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd has initiated further root cause investigation relating to the issue of sliced tubing and leakage through CAPA#2889570. H3 other text : see h.10.

Event description:
It was reported when using the bd vacutainer® push button blood collection set, the device experienced failure of product to contain blood (crack). The following information was provided by the initial reporter. The customer stated: tubing was cracked and used on a patient. Blood leaked from tube when utilized.

Manufacturer narrative:
There were multiple medical device types reported to be involved. The information for the additional device type is as follows: medical device type: fpa. Common device name: intravascular administration set. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® push button blood collection set, the device experienced failure of product to contain blood (crack). The following information was provided by the initial reporter. The customer stated: tubing was cracked and used on a patient. Blood leaked from tube when utilized.